Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer stated that they did not know the nature of the affected procedure and had moved another device from across the hall to the room to prevent any delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a device reimage was needed to resolve. After the device was reimaged, the device continued to malfunction by rebooting after performing a bug check. The device's all in one was replaced to resolve the unexpected reboots, the device will be monitored to confirm the issue is resolved. A supplemental report will be submitted if the malfunction is not resolved by the all in one unit being replaced.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer stated that they did not know the nature of the affected procedure and had moved another device from across the hall to the room to prevent any delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been corrected/additional information:a1, b5, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2021 to 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly rebooted during a procedure. A technical support specialist reimaged the device and replaced the hard drive. The device had rebooted from a bug check but continued to malfunction. The device's all in one was replaced to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.